Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ also, tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer did not perform the air extraction technique and filled the cartridge with cold insulin. The customer's blood glucose (bg) level was 300 mg/dl. The customer indicated that a correction via the pump would be delivered to address bg level. It was noted that the customer was able to load a new cartridge successfully.